Event description:
It was reported that the patient recharged last week and could not get the recharger to work. After doing the antenna locator (al) feature, the recharger was able to recharge the implantable neurostimulator (ins). The patient got a power-on-reset (por) message on the screen. The ins battery level was empty. After the patient had been charging for 4 hrs with all 8 coupling bars dark, the 1st ins battery quartile was still blinking on the recharger. The patient programmer indicated the ins needed to be charged. The patient continued to charge. When the ins was 1/2 charged, the por was cleared using the patient programmer. The stimulation was turned on and the patient was advised to keep charging to full. During this time, the patient also noted a burning sensation during recharging at the ins location. The burning went away after recharging stopped.

Manufacturer narrative:
(B)(4).